Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's spouse reported that the patient experienced breathing and ambulatory difficulty and a racing heart post-vehicular accident. They also reported that a device check revealed proper device function. The patient's symptoms reportedly worsened and the patient died. The patient's spouse alleged that the cardiac resynchronization therapy defibrillator (crt-d) contributed to the patient's death. Follow-up yielded no further information.